Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the pt was hospitalized, revised due to increased inflammatory values. The surgeon suspects the glenoid did not fit correctly on the baseplate, leading to infection caused by metallosis.